Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after loading cartridge onto the pump, notification was received to load a new cartridge. Upon loading another cartridge with 120 units of insulin, a minimum fill notification was received. Customer declined tandem technical support's offer to perform a pump system check. There was no reported impact to customer's blood glucose. Although multiple attempts were made by tandem technical support to obtain additional information and perform a system check, customer did not reply.